Event description:
It was reported that during an acl reconstruction procedure using bilok 25mm driver, the tip of the driver broke off inside the bilok screw, after the screw was implanted. The surgeon was able to pick away a small portion of the implant to retrieve the driver tip, without compromising the fixation of the screw, the procedure was completed successfully, however the incident resulted in a 45 minute surgical delay. There were no pt complications reported as a result of this event.